Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.2 was failed. A field service engineer (fse) found 5.1 retractor band was rubbing against pyxibus cable, which cause thermal damage to both. So, the fse replaced 6 drawer pyxibus cable and 5.1 retractor band. Then performed hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer was failed. As per part investigation, it was determined that the back panel rubbing exposed cable strands, causing a wire short and thermal damage. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer. Part analysis: the reported issue was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that main 5.1 failed, when recovering, closing the drawer caused medstation to reboot. Found 5.1 retractor band rubbing against pyxibus cable, causing thermal damage to both causing issues. Replaced 6 drawer pyxibus cable and 5.1 retractor band. During dchu visual inspection: p/n 120547-01: received with thermal damage and exposed copper strands. P/n 353844-01: a detailed examination under a microscope was performed to visualize the black marks of the part received, which indicates thermal damage. During dchu testing: p/n 120547-01: no further test was required due to thermal damage and exposed copper strands observed during the visual inspection. P/n 353844-01: no further test was required due to thermal damage observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issues were identified as follow: exposed strands in the assy cbl pyxibus 6 drawer caused by rubbing against the back panel, which led to a short between wires and resulted in the thermal damage. Thermal damage in the assy retractor dwr hh cubie occurred without being linked to a specific component, resulting in a loss of continuity in the cable and ultimately compromising the drawers functionality